Manufacturer narrative:
After further review, it was determined that this report was filed in error. This product is not from smith and nephew. Please disregard. If further information is obtained that changes this determination, the investigation will be re-opened. (B)(4).

Event description:
It was reported that a patient presented redness and blisters in the area next to the dressing